Event description:
It was reported that the patient experienced unspecified issues with the pump of his inflatable penile prosthesis (ipp). A surgical procedure was performed in which the previous pump was replaced with a new pump. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.